Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medical examiner that the customer passed away in water. The cause of death is still pending investigation. The caller stated that the they only had limited information since the investigation was ongoing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death.